Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 02-nov-2022 h6: investigation summary one insulin pen was returned along with three photos. Visual examination of the pen and the photos was carried out and no issues were observed. No pen needle sample was returned for investigation. No DHR review can be carried out as lot number is unknown. Based on the sample and photos returned no further investigation can be carried out.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle broke off after use and got stuck in the pen. The following information was provided by the initial reporter, translated from japanese: "the user's report is that when the pen needle was detached from the pen after use, the needle npe broke off and was trapped in the pen.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle broke off after use and got stuck in the pen. The following information was provided by the initial reporter, translated from japanese: "the user's report is that when the pen needle was detached from the pen after use, the needle npe broke off and was trapped in the pen.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.